Manufacturer narrative:
Method: visual analysis; device history review; complaint history review; risk assessment. Result: manufacturing records were reviewed for the corresponding lot, and no relevant issues were identified. Conclusion: the most likely root cause of this event is "too much impaction force applied during the insertion of the cage in to the disc space."

Event description:
It was reported that; the implant was broken during the surgery and the doctor replaced another one.

Event description:
It was reported that; the implant was broken during the surgery and the doctor replaced another one.